Manufacturer narrative:
(B)(4); technical services reviewed the episode and s-ecgs from (B)(6). The morphology had changed between the two visits. Technical services discussed evaluating all vectors, in sitting and supine positions; it was possible the patient's heart condition was progressing so other treatment options should be considered. Available information indicates the device remains in service.

Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) presented to the emergency department (ed) for chest pain. While lying in a bed in the ed, the patient received five inappropriate shocks, which exhausted therapy for this episode. The patient was in a regular rhythm, but triple counting was observed. The patient was agitated at having to be in the hospital, but otherwise had no symptoms (no dizziness, syncope, palpitations) when the shocks were delivered. It was noted this patient undergoes dialysis regularly. The patient has no lower limbs, so no exercise testing was performed for sensing vector selection. While in the hospital, automatic optimization was performed again and a new template was stored. The device selected primary with a gain of x2. The patient has not received further therapy since the settings were reprogrammed. Device data and episode information was submitted to technical services for review.